Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The catheter shaft was inspected for damage. It was noticed that the tip was partially separated approximately 6.5cm proximal of the tip. The tip was not completely separated the core of the wire was still attached. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the guide wire separated. The target location was located in the superior mesenteric artery. A 180cmx25cm fathom¿ -16 was selected for use. The fathom wire tip was shaped by the physician. The physician was working on a gastrointestinal bleed through a non-bsc microcatheter. The device was removed to take a picture under fluoroscopy and the tech noted it had separated; tip of the device was stretched and almost detached. The physician did not encounter any resistance in removing the device and it came out of the catheter fine. The procedure was completed with another of the same device. No patient complications reported and patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the guide wire separated. The target location was located in the superior mesenteric artery. A 180cmx25cm fathom¿ -16 was selected for use. The fathom wire tip was shaped by the physician. The physician was working on a gastrointestinal bleed through a non-bsc microcatheter. The device was removed to take a picture under fluoroscopy and the tech noted it had separated; tip of the device was stretched and almost detached. The physician did not encounter any resistance in removing the device and it came out of the catheter fine. The procedure was completed with another of the same device. No patient complications reported and patient's status was fine.